Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial/ final report based on information received from the device evaluation. The device history record for zimmer skin graft mesher serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a mesher was broken. Multiple attempts were made to clarify the reported event, but the customer was unable to provide any further information. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on 29 july 2019 and noted that the comb and roller were damaged on the device, but the device was within calibration specifications and produced a passing test cut. Repair of the mesher occurred the same day and involved replacing the comb and roller. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 28 june 2019. While the service technician confirmed that the comb and roller was damaged, it cannot be determined from the information provided as to what caused these components to become damaged. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that the device was broken. Mesher was found by myself in a pile of broken instruments that simply said broken. Customer had no additional information. No adverse events were reported as a result of this malfunction.